Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficult to position/guiding catheter resistance could not be confirmed due to the condition of the returned device and the guiding catheter was not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Additionally the nc trek instructions for use states: if resistance is felt, determine the cause before proceeding. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat the right coronary artery during a percutaneous coronary intervention procedure. Reportedly, the hypotube of the 4.0 x 15 mm nc trek balloon catheter broke inside the guide catheter before entering in the coronary artery. Just before the point that the hypotube broke, extra force was applied as there was resistance during advancement. The balloon and guide catheter were removed as a single unit from the patient anatomy. A second trek was used to complete the procedure with success. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.